Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moved to hip / left hip/ malposition of essure device/ essure device failure to occlude') in a (B)(6) year old female patient who had essure (batch no. A200086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"), 6 months 29 days after insertion of essure. On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), pain in extremity ("leg pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swing"), fatigue ("fatigue") and hypoaesthesia ("numbness in left leg"). On (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and device expulsion outcome was unknown and the dysmenorrhoea, dyspareunia, vulvovaginal pain, back pain, pain in extremity, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, vaginal discharge, mood swings, fatigue and hypoaesthesia had not resolved. The reporter considered back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, mood swings, pain in extremity, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2013. As per pfs tubal ligation done on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: essure failed. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received: previously reported event "injury to herself" updated to "mood swings", events"abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migration of essure device location of device: moved to hip / left hip, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, vaginal discharge, fatigue, numbness in left leg, vaginal pain, back pain, leg pain", reporter, lot number, lab test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moved to hip / left hip/ malposition of essure device/ essure device failure to occlude') in a 21-year-old female patient who had essure (batch no. A200086- not valid, a20068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"), 6 months 29 days after insertion of essure. On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), pain in extremity ("leg pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swing"), fatigue ("fatigue") and hypoaesthesia ("numbness in left leg"). On (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and device expulsion outcome was unknown and the dysmenorrhoea, dyspareunia, vulvovaginal pain, back pain, pain in extremity, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, vaginal discharge, mood swings, fatigue and hypoaesthesia had not resolved. The reporter considered back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, mood swings, pain in extremity, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2013 as per pfs tubal ligation done on (B)(6) 2012 discrepancy noted: date(s) of removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure failed. Failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: pfs and mr received. Reporter's information added.lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moved to hip / left hip/ malposition of essure device/ essure device failure to occlude') in a 21-year-old female patient who had essure (batch no. A200086- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"), 6 months 29 days after insertion of essure. On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), pain in extremity ("leg pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swing"), fatigue ("fatigue") and hypoaesthesia ("numbness in left leg"). On (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and device expulsion outcome was unknown and the dysmenorrhoea, dyspareunia, vulvovaginal pain, back pain, pain in extremity, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, vaginal discharge, mood swings, fatigue and hypoaesthesia had not resolved. The reporter considered back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, mood swings, pain in extremity, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2013 as per pfs tubal ligation done on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure failed. Most recent follow-up information incorporated above includes: on 12-mar-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moved to hip / left hip/ malposition of essure device/ essure device failure to occlude') in a 21-year-old female patient who had essure (batch no. A200086- not valid, a20068-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"), 6 months 29 days after insertion of essure. On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), pain in extremity ("leg pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swing"), fatigue ("fatigue") and hypoaesthesia ("numbness in left leg"). On (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and device expulsion outcome was unknown and the dysmenorrhoea, dyspareunia, vulvovaginal pain, back pain, pain in extremity, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, vaginal discharge, mood swings, fatigue and hypoaesthesia had not resolved. The reporter considered back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, mood swings, pain in extremity, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2013 as per pfs tubal ligation done on (B)(6) 2012 discrepancy noted: date(s) of removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure failed. Failure to occlude (close) fallopian tubes. Lot number a20068 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: update of information (batch is notvalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moved to hip / left hip/ malposition of essure device/ essure device failure to occlude') in a 21-year-old female patient who had essure (batch no. A200086- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"), 6 months 29 days after insertion of essure. On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), pain in extremity ("leg pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swing"), fatigue ("fatigue") and hypoaesthesia ("numbness in left leg"). On (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and device expulsion outcome was unknown and the dysmenorrhoea, dyspareunia, vulvovaginal pain, back pain, pain in extremity, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, vaginal discharge, mood swings, fatigue and hypoaesthesia had not resolved. The reporter considered back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, mood swings, pain in extremity, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2013 as per pfs tubal ligation done on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure failed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.